Event description:
Customer called to report a drive tube break during treatment at 505 ml whole blood processed. No previous alarms in prime. The procedure was aborted and no blood was returned to the patient. There were no unplanned investigations nor any transfusions after treatment was aborted. The patient was reported to be in stable condition. The patient's next ecp procedures were on (B)(6) 2014 and (B)(6) 2014 and both procedures went well with no problems. The patient was reported to be in stable condition following these procedures. Service order, (B)(6), was generated. The kit was not returned for evaluation. However, photos and the kit's smart card were returned for investigation on (B)(6) 2014.

Manufacturer narrative:
Batch record review of lot c117 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, drive tube leak/break and equipment performance. No trend was detected for complaint category, drive tube leak/break. CAPA (B)(4) was initiated for complaint category, drive tube leak/break. An upward trend was detected for complaint category, equipment performance. Service order feedback: drive tube was replaced. Replaced leak detector and compressor fuse. Performed system checkout. This event is reportable due to the malfunction of the drive tube leak and not an adverse event due to the patient's hypertension after ecp treatment. The patient had a history of hypertension and chronic gvhd prior to ecp treatment. Patient paused hypertension medication prior to ecp treatment. This assessment is based on information available at the time of the investigation. Analysis of the returned smart card data and photos is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).